Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error, failed battery test and frozen screen. Customer's blood glucose at time of incident was 378 mg/dl. The customer stated that there is no significant event leading to the events. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer pump is going to be replaced due to button error.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm frozen screen noted during testing. No ramping numbers were noted on the display. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test alarm and no unexpected battery out limit alarm. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.